Manufacturer narrative:
The event date was not provided and has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that there were multiple tears in the patient's driveline jacket that were reinforced with rescue tape.